Event description:
Allegedly, the doctor was performing a pituitary tumor resection, when the cautery pin broke off inside the cord connector from the handle and would no longer function. Procedure was aborted and rescheduled for the following day, and it was completed with no pt impact.

Manufacturer narrative:
The cautery pin broke off from 2 handles (both with same production lot and about one year old) during this procedure; the hospital did not have replacements so they aborted the case. Eval of instruments confirmed that the high frequency pin on the 26284hm bipolar ring handles broke off inside the 26176la cord.